Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and high pacing lead impedance were observed. The patient was asymptomatic and will be scheduled for a lead revision. No further information is available.